Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue ¿air in line alarm" was not reproduced. Instead the device went into a reload set alarm. A review of the event history log revealed multiple air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor calibration values out of specification, which was unable to be calibrated. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during programming/setup. There was no patient involvement. No additional information is available.